Manufacturer narrative:
The reported used device was returned in its original opened package for evaluation. Catalog and lot numbers were verified. Visual inspection observed the blade to have foreign debris at the distal end. The device's hub molding was observed to have discoloration, appearing to have melted or charred. Functional testing with an esu system 7500 and a conmed electrosurgical handpiece observed the reported device to function as expected, producing a stable electrical arc. The most likely cause for this incident was a breach of insulation. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed a total of 4 similar complaints, with 3 confirmed devices, have been received for this product and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and found this failure mode and occurrence level to be consistent with current risk documents. The instructions for use provides the following warning. - cracked, broken or otherwise distorted plastic parts. - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. - verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a combined bilateral breast augmentation and abdominoplasty, while cauterizing a sizzling noise was heard, and the 138107 flat blade was observed to have a black ring around the hub. The patient had an area that was reported as a 2nd degree burn in her upper abdomen. The cautery tip was removed from the field and a fresh blade and new generator where used to complete the procedure with a 10-minute surgical delay. Upon clinical assessment, the burn was reported to have been treated with a dressing. The patient recovered from the procedure as expected and with no further complications. The reporter also stated that during the patient's follow up appointment on (B)(6) 2017 the burn was observed to have completely healed. This report is raised based on a reported patient injury.